Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Also received with cracked case at the display window corner.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 210 mg/dl. Troubleshooting was performed. The device was returned for analysis.